Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data arthrex concluded that the most likely cause of the reported failure was user error. This includes using a damaged device and/or making unintended contact between the instrument and other devices. The complaint allegation could not be confirmed, as the device was not returned for evaluation, and no supporting evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2025, it was reported by a sales representative via sems-(B)(4) that an ar-3373-4202 sheath is sharp at the tip (fenestrated part). When going in and out of the patient, it is causing additional damage to tissue and cartilage. Discovered during a case and device swapped.